Manufacturer narrative:
10/08/2004 initial report sent to FDA.

Event description:
Reportedly, the surgeon fixed the access needle with the expandable sleeve and tried to insert the device into the cavity. The valve came off and the spring came out of the instrument. Procedure: gynecological.